Manufacturer narrative:
Zimvie complaint number: (B)(4). Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was having a lot of pain around the implant at tooth site #12 and wanted it taken out. The implant was removed. Symptoms as a result of the event: inflammation and swelling.